Event description:
It was reported during a sfa occlusion case, the balloon stuck on a 0.035, 260 cm wire and could not be removed from the 6f sheath. The doctor had to cut the wire and balloon catheter to remove them from the patient. There was no patient injury reported.

Manufacturer narrative:
Device history report reviewed and confirmed that lot met all release criteria. No sample evaluation was performed as no sample was received. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) states the following: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU (instructions for use) states: equipment required, introducer sheath (input sheath recommended).